Event description:
Thunderbeat began working properly for 5-6 uses then displayed error message during procedure "probe error". Device was replaced and worked properly for approximately 5-6 uses then same error message occurred. Both handpieces involved were same cat# and same lot#.